Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a highly calcified, external iliac artery. During deployment of the absolute pro stent, resistance was met and the stent was shortened at the proximal end. Another stent was implanted in the uncovered lesion proximal to the first stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not available for evaluation. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy and shortened stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.